Event description:
The literature article reported that the left internal carotid artery (ica) was occluded at the c2 portion and the left m1 portion was also occluded due to a migrated clot. The m1 clot was retrieved by the retriever, but the ica was severely stenosed at the c2 portion, and elastic recoil and thrombus occurred in the lesion. The physician performed percutaneous transluminal angioplasty and stenting in response to the event. No additional information is available.

Manufacturer narrative:
The exact date of the adverse event is unknown. Subject device is not available.

Manufacturer narrative:
Additional mfg narrative:the subject device was not returned; therefore, an analysis could not be performed. The device history record review could not be performed because the batch remains unknown. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event.

Event description:
The literature article reported that the left internal carotid artery (ica) was occluded at the c2 portion and the left m1 portion was also occluded due to a migrated clot. The m1 clot was retrieved by the retriever, but the ica was severely stenosed at the c2 portion, and elastic recoil and thrombus occurred in the lesion. The physician performed percutaneous transluminal angioplasty and stenting in response to the event. No additional information is available.